Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. This device also exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited oversensing of noise and intermittent increases in pacing impedance measurements. The noise was felt to be consistent with oversensing related to the minute ventilation feature. The patient was noted to be zero percent paced in the ra. Boston scientific technical services (ts) recommended programming the respiratory rate trend feature off and continue monitoring. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited oversensing of noise and intermittent increases in pacing impedance measurements. The noise was felt to be consistent with oversensing related to the minute ventilation feature. The patient was noted to be zero percent paced in the ra. Boston scientific technical services (ts) recommended programming the respiratory rate trend feature off and continue monitoring. No adverse patient effects were reported. The device remains in service. It was additionally reported that the respiratory rate trend (rrt) feature is still on at the moment. Boston scientific technical services (ts) discussed programming options and the healthcare professional will continue to monitor. No adverse patient effects were reported. The device remains in service. It was additionally reported that this non-boston scientific right atrial (ra) lead still exhibited variable impedance measurements, which was believed to be caused by a spring contact issue. Ts discussed programming options and the healthcare professional will continue to monitor. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. This device also exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited oversensing of noise and intermittent increases in pacing impedance measurements. The noise was felt to be consistent with oversensing related to the minute ventilation feature. The patient was noted to be zero percent paced in the ra. Boston scientific technical services (ts) recommended programming the respiratory rate trend feature off and continue monitoring. No adverse patient effects were reported. The device remains in service. It was additionally reported that the respiratory rate trend (rrt) feature is still on at the moment. Boston scientific technical services (ts) discussed programming options and the healthcare professional will continue to monitor. No adverse patient effects were reported. The device remains in service. It was additionally reported that the this non-boston scientific right atrial (ra) lead was still exhibited variable impedance measurements, which was believe to be caused by spring contact issue. Ts discussed programming options and the healthcare professional will continue to monitor. No adverse patient effects were reported. The device remains in service. Additional information was received and this ICD has been replaced, pacing system analyzer (psa) measurements showed stable lead measurements when tested with another generator. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. This device also exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited oversensing of noise and intermittent increases in pacing impedance measurements. The noise was felt to be consistent with oversensing related to the minute ventilation feature. The patient was noted to be zero percent paced in the ra. Boston scientific technical services (ts) recommended programming the respiratory rate trend feature off and continue monitoring. No adverse patient effects were reported. The device remains in service. It was additionally reported that the respiratory rate trend (rrt) feature is still on at the moment. Boston scientific technical services (ts) discussed programming options and the healthcare professional will continue to monitor. No adverse patient effects were reported. The device remains in service. It was additionally reported that the this non-boston scientific right atrial (ra) lead was still exhibited variable impedance measurements, which was believe to be caused by spring contact issue. Ts discussed programming options and the healthcare professional will continue to monitor. No adverse patient effects were reported. The device remains in service. Additional information was received and this ICD has been replaced, pacing system analyzer (psa) measurements showed stable lead measurements when tested with another generator. No additional adverse patient effects were reported. This product has returned for analysis.